Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial/lot number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the reported dissatisfaction with the vision in the surgical field is most likely not attributable to the use of the outer sheath. There were no defects of the outer sheath reported. It is likely that the dissatisfaction with visibility is directly related to the irrigation system chosen by the customer. This supplemental report includes a correction to a1, e1 and g2 to provide information that was inadvertently not included on the initial medwatch. Information has been added to d8. Also, an update has been made to d9. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect medical device has not yet been returned to olympus for evaluation/investigation. Therefore, the exact cause of the patient's outcome and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated.

Event description:
Olympus was informed that during therapeutic transurethral resection of the prostate (turp) procedure, the user experienced poor outflow, which resulted in poor vision and the equipment was exchanged to a competitors equipment. This led to a prolongation of approximately 30-40 minutes. However, the procedure was successfully completed with the competitors equipment. An olympus representative was onsite during 4 similar procedures to help fix the problem but could not succeed.